Manufacturer narrative:
Evaluation codes - results code - (other): needle bellows. (B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a blue liquid leak underneath the rocker bed of the coulter hmx analyzer with autoloader. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a build-up of fluid occurring at the needle bellows. The fse replaced the needle bellows assembly. The fse verified that the needle bellows drain pinch valve was functioning properly. The fse verified the repairs were performed per established procedures.